Event description:
The stent would not through the curve of the guiding cathter.the stent appeared frayed at each end. Sales rep noted that it was possibly the wire or the balloon.

Manufacturer narrative:
The complaint was received from the sales rep who indicated that a cypher stent would not go through the curve of an unk guiding catheter. The reason provided was that the cypher stent appeared frayed at each end. The sales rep indicated that this was possibly related to the wire or balloon but not the stent. The product was clinically used and was returned for evaluation. Additional info was requested but was not received. With the info available, it is not possible to determine the exact cause of this event. The inspection on the returned product confirmed the out of shape complaint. The stent was not frayed at either end as indicated in the complaint summary report. However, the balloon material exhibited a puffed/accordioned condition of both the proximal and distal ends. The balloon also showed evidence of force being applied in the distal direction while the guidewire tip was in a fixed prolapsed position. This cause the balloon's out of shape appearance and the prolapsed guidewire tip and kinks proximal and distal to the most distal exit marker. Also noted was dried blood residues visible inside the inner lumen of the distal flexible segment of the stent delivery system (sds). These observations are based on the received condition of the sds and the limited info supplied in the complaint documentation. Router review found no rejections or issues that can be conclusively related to the complaint. All functional tests for this lot passed the required criteria. Inspections are in place to prevent kinked and damaged products from leaving the facility; therefore the exact cause of this reported problem could not conclusively be determined.